Event description:
Since they began using axsym toxo igm assay lot 19765m200, control and pt samples are generating higher than expected index values. For example, one pt who initially generated an index result of 0.30 (negative) now generates an index of 0.77 (positive). The sample verified negative with a latex methodology. The negative control has shifted in index value from 0.10 to 0.23 but remains within specification. The customer used another lot of reagent (25858m100) and pt and control values shifted back down to expected levels. There is no impact to pt management reported.